Event description:
It was reported by the patient's mother that the patient is deceased and that "maybe the device was faulty". The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.